Event description:
The device was used during a lobar resection procedure. Reportedly, the instrument was difficult to open and did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.